Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error.the label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
During a follow up call, the patient reported they were still learning how to use the machine and had left a clamp open that should have been closed. The patient stated there was air in the tubing but no alarms. There was patient involvement but no reported injury or medical intervention.